Manufacturer narrative:
Unfortunately, the product was discarded during the revision case and will not be made available to the manufacturer for evaluation. The manufacturing and inspection records for the implant were reviewed and the screw was determined to have been made according to specification. The patient awoke one day post-operatively with no feeling in the lower extremity. Some sensation has been regained bit no motion to date. There has been no alleged failure of the device. In fact, the surgeon has reportedly conceded to an inadvertent surgeon error. He did use fluoroscopy during decompression. A review of the MRI and CT scans by the surgeon revealed contact with the spinal cord. Patient history: the patient had t8-t9 disc herniation and had been fused a number of times previously. Reportedly had pre-existing hardware at t3-s1 which had been removed in (B)(6) 2011. Root cause of the incident appears to be surgeon error. The patient's prognosis will continue to be monitored.

Event description:
Denali pedicle screw accidentally came in contact with spinal canal when being implanted on the right side at t8. The patient experienced loss of motion in the lower extremity as well as temporary loss if sensation, which is gradually being regained. From the information provided, the extent of the damage appears to be limited to the lower extremities. The patient was revised one day post-operatively. Screw, rod and connector were removed.